Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found broken and was not used. The procedure continued using a new 5max ace catheter.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 41.0 cm from the hub. Conclusion: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is manipulated forcefully or at angle during removal from the packaging hoop, the catheter shaft may fracture due to excess force and bending. These devices are 100% visually inspect during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max ace was kinked approximately 1.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5max ace was fractured and was not used. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is manipulated forcefully or at angle during removal from the packaging hoop, the catheter shaft may fracture due to excess force and bending. These devices are 100% visually inspect during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.